Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 8 months post implant of this aortic bioprosthetic valve, echocardiogram revealed mild insufficiency and increased gradients. One month post echocardiogram, cardiac catheterization showed severe aortic stenosis. Ultimately, 10 years post implant, a transcatheter valve was implanted valve-in-valve. The reason for intervention reported was: "normal sav deterioration". No additional adverse patient effects were reported.